Manufacturer narrative:
Result: siderail panel. This user facility serves as the health care provider for one of the state prisons. As a result it has been reported that patients intentionally damage various device components with unrestrained appendages. Additionally, patients are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by service report that the head right siderail panel was cracked. It is unknown if there was patient involvement or if there are adverse consequences to report.